Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device did not run with the hand control device. Therefore, the reported condition was confirmed. It was determined that this was due to a heavily corroded and cracked flex circuit from immersion. The assignable root cause was determined to be due to immersion during cleaning which is failure to follow the directions for use. This was further defined as misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device would not run with the hand control device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.